Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the inspiratory flow sensor was stuck to the top of the housing. The flow sensors were replaced, and the unit was returned to service. Patient information is currently unavailable.

Event description:
The hospital reported the unit alarmed and leaked during patient use. The unit was switched to manual ventilation to complete the case. There was no report of patient injury.